Event description:
It was reported that during an implant procedure, the lead helix wouldn't extend smoothly, but would extend rapidly. The lead would not fixate, making it so the lead would dislodge every time. Due to placement difficulty, the physician opted to not use the lead. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. The analyst noted, "helix extended and retracted smoothly with no anomaly."

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.